Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check found by a training rep the cs300 intra-aortic balloon pump (iabp) had autofill failure alarm. There was no patient involved or harm reported.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, investigation conclusions, h11. A getinge field service engineer fse evaluated the device and found unit was in storage and not used or ran for several months which may have contributed to the error. No errors logs or faults logs found. Performed auto fill test 5x's, all tests pass. Product passed all functional and safety tests per factory specifications 2x's. No other info known or available. Unit cleared for use.